Event description:
An alert for high, out of range pacing lead impedance was observed via a merlin.net transmission. At follow-up no sensing or pacing was observed on certain vectors, other vectors appeared normal. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.